Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as the pressure line of the flow sensor was broken. While unpacking to install the new flow sensor for patient use the product failure was noticed, which is considered a manufacturing deficiency (out of the box failure). In consequence (correction) the flow sensor was replaced. This new out of box product is classified with severity of s5 and no similar malfunction (deforming tubes) caused or contributed to any dsi within the past 2 years. Therefore, this event is assessed as non reportable. There is no patient involvement reported. The incident happened in the preoperational phase, during the setup of the patient circuit. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. Currently there is no CAPA on this issue available because this is a single case based on the observation period. Nevertheless the failures are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: a break in the transparent line of the flow sensor. This abnormity was noticed in the preparation stage, before usage. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: a break in the transparent line of the flow sensor. This abnormity was noticed in the preparation stage, before usage. There is no patient involvement reported . There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.